Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel and ¿mark disappearance¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. There is a warning as follows in the instruction manual ¿chapter 3, preparation and inspection, 3.2 inspection of the endoscope" which could have detected the phenomenon: inspection of the endoscope: 1. Inspect the control section, video connector and light guide connector section for excessive scratching, deformation or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). 5. Inspect the bending section¿s covering for sagging, swelling, cuts, holes, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) medical center. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to the pinhole on the bending section cover, water tightness was lost, adhesive on the bending section cover had a chip, connecting tube had a wrinkle, due to wear of angle wire, bending angle in up direction did not meet the standard value and due to a dent on channel tube the channel cleaning brush could not be inserted smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a pinhole. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found that the insertion part soft tube coating was peeled off and insertion part soft tube display disappeared. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.